Manufacturer narrative:
(B)(4).

Event description:
Information from a healthcare professional (hcp) via the manufacturer representative reported that the patient did not feel paresthesia during the procedure. The impedance was normal. There were a lot of tests with different cathodes, frequency, and a "wild pulse", but there was no feeling. The lead test was defective. During the procedure, the lead was changed to a quad lead, and the needle remained in place. The results of the quad lead were good with the intensity around 4.5 volts. There was no problem for the patient; all was good for her. The patient had pain after surgery. The issue resolved at the time of the report.